Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice during use during dwell 3 of 4. The patient was connected. The baxter technical service representative (tsr) explained the message and had the patient end therapy. The patient had unused clamps open. The tsr reviewed the proper procedures per the user manual. The tsr informed the patient to complete therapy using a manual bag. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient stated their nurse was made aware of the alarm. The patient has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.